Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
The neurologist's facility indicated that the high impedance was likely due to a software problem. It was reported that the high impedance resolved when a different programming system was used to interrogate the patient. It was previously determined through in-house testing that, for model 102/102r generators programmed to output currents > 1ma, system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5.2.1 software would display a false high impedance. The cause of these false high impedance messages was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was programmed to 0 ma and provided a true impedance value. When the patient's generator was interrogated with a programming system not updated with the v1.5.2.1 software, the patient's lead impedance was within normal limits. Therefore, the high impedance originally observed was determined to be a false result. No further relevant information has been received to date.

Event description:
It was reported that the impedance on the patient's generator was within normal limits. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that the lead impedance had gradually increased. Multiple attempts have been made to obtain additional information regarding the reported high impedance; however, further relevant information has not been received to date. No known surgical intervention has occurred to date.